Manufacturer narrative:
Heartsine's investigation confirmed the reported fault. The root cause of the fault was attributed to corrosion on the membrane tail due to storage outside of the indicated conditions as indicated by multiple negative temperature identified in the device history log, alongside the corrosion observed on the membrane tail. The device was scrapped by heartsine and the customer was provided with a replacement device.

Event description:
The customer contacted heartsine to report that their device could not be powered on via the on/off button. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Event description:
The customer contacted heartsine to report that their device could not be powered on via the on/off button. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine technologies ltd has received the device for evaluation. We will communicate our findings regarding the cause of this event in our final report.